Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead capped and replaced with lbb lead due to elevated threshold and need for conduction system pacing. Extraction was attempted but unsuccessful due to bilateral femoral vein occlusion.